Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that a patient will need revision of their left distal femoral jts. As reported: "the reason for the replacement is the mobilization of the femoral stem. Dr's proposal is to replace the stem with a minimal resection to stabilize the distal femur. He requests a custom made design of a new stem that connects to the lengthening module. He also requests a greater length of this new implant (2 or 3cm approximately) in order to correct as much as possible the dissymmetry that remains."

Manufacturer narrative:
Reported event: an event regarding loosening / periprosthetic fracture involving a jts, distal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6) 2008. The surgeon reported that the patient had mobilization issue for the femoral stem and requested a revision. The x-ray image provided shows that the femoral stem has tilted inside femoral cavity in which the femoral bone has moved to varus position that led the tip of the stem touching the lateral cortex of the femur. There was a suspected periprosthetic fracture near the bone resection level on the medial side and there was bone resorption and remodelling under the collar. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-ray images and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that a patient will need revision of their left distal femoral jts. As reported: "the reason for the replacement is the mobilization of the femoral stem. Dr's proposal is to replace the stem with a minimal resection to stabilize the distal femur. He requests a custom made design of a new stem that connects to the lengthening module. He also requests a greater length of this new implant (2 or 3cm approximately) in order to correct as much as possible the dissymmetry that remains."